Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred while filling the device with medication prior to patient use. There was no patient involvement. No additional information is available information is available.